Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿edema¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during postoperative period the patient was treated with antibiotics due to the inflammation at the site of the device. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution and was hp sterilized. No other relevant information has been received to date.